Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates qp-ic-2026-0020 (ic retrospective complaint review) and qp-ic-2026-0024 (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicates that the information is unknown, unavailable, or remains unchanged. Additional information - this medical device report (MDR) is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation was performed based on the event description and the assigned malfunction code, no malfunction based on complaint information. Lot number was provided; however, the evaluation of the event description did not identify evidence of device malfunction or product-related failure. Based on the information available, the complaint is consistent with scenarios involving misuse, user-related factors, or no malfunction alleged, as reflected in the assigned malfunction code. In accordance with appendix 7.7 of work instruction (wi) complaint handling, the need for additional investigation activities, including batch record review, product testing, or electronic quality management system (eqms) search, was evaluated and determined not to be warranted for this record. Corrective and preventive action (CAPA) determination: based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint investigation ¿ conclusion: based on the event description and assigned malfunction code, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia high blood glucose and treated with multiple daily injection and pen injections on (B)(6) 2026.